Event description:
It was reported that this right atrial (ra) lead had exhibited lead dislodgement during procedure. This ra lead was explanted and replaced. Additional information received and indicated that the lead was not captured at maximum output. No additional adverse patient effects were reported.